Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report failure to alarm on (B)(6) 2020. No injury was reported associated with this event.

Manufacturer narrative:
Product specialist investigation concluded no device failure. The ics data recognized an extended episode of ventricular tachycardia and then generated several high-priority alarms for vrun, vtach, and high heart rate. The information present suggests there were almost constant alarm indicators present at the monitors for this event. This report is complete, and this issue is considered closed.